Event description:
Occupational therapist and ot tech notified writer of new skin tear on pt's l posterior thigh. Upon assessment with ot, both writer and therapist noticed bedside commode w/ dry blood on left side of bar below seat w/ screw protruding out to where it could contact pt's leg. Writer and ot inferred that commode caused left posterior thigh skin tear.